Event description:
It was reported that using a femoral artery access approach during a procedure of the superficial femoral artery (sfa) the armada balloon dilatation catheter (bdc) was being inflated when a contrast leak was noted from the balloon. There was no reported issue with deflation and the bdc was removed and replaced with a second device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which was unable to confirm a balloon rupture; however, a leak in the shaft was observed. This shaft leak was likely mistaken for a balloon rupture by the account. A review of the device history record for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmrs) related to this issue. A query of the complaint handling database for the reported lot revealed no other similar incidents. Based on the related records review, review of the electronic lot history file for this lot and expanded records review, a definitive root cause could not be found. There is no indication of a systemic product deficiency related to the armada .35. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.